Event description:
A healthcare professional reported that during a vitrectomy procedure, there was no air when switching from fluid to air infusion. The infusion tubing was changed, the air output was restored, and the procedure was completed. There was no pt harm reported. No additional information is expected for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).